Event description:
It was reported that physician intended to use an everflex self-expanding stent with entrust delivery system for the treatment of a lesion which exhibited 70% stenosis in the sfa and experienced deployment difficulties. The physician was not able to fully deploy the stent as the thumb wheel was rotating but the stent was not deploying. This resulted in the stent stretching and as the physician withdrew the system, the stent was deployed in a non-target area. The procedure was completed by post-dilatation with an admiral xtreme pta balloon and then withdrawal of the contralateral guiding sheath. No patient injury was reported.

Manufacturer narrative:
Evaluation summary: the everflex entrust was received for evaluation. A cd with cine images was also received but no ancillary devices were received. The everflex entrust was received broken apart. The handle assembly was cracked open. The thumb wheel with the attached pull cable was separated from the handle assembly. The catheter shaft and catheter components were separated from the handle assembly and the pull cable. The red safety locking pin was not included. The pulley and the roll pin were not included with the handle assembly. The handle assembly showed the left and the right handle assembly shells separated. Dried blood was observed within the handle assembly catheter lumen. Dried blood was observed within the distal end of the handle assembly where the inner assembly is loaded. The thumb-wheel was separated from the handle assembly. The pull cable was secured to the thumb-wheel. The distal end of the pull cable was frayed. The catheter shaft was inspected and verified a stent was not loaded. No damage was observed to the distal tip of the catheter and dried blood was observed within the inner diameter of the catheter. The distal end of the pusher was located approximately 41 cm from the distal tip. The working length was approximately 149cm and the total length is 172cm. The blue isolation sheath was pushed distally from the proximal clear luer. The proximal end of the locking tube showed red locking pin material stretched. The locking tube was fractured at the proximal end. The fracture face was ductile consistent with a tensile overload fracture. The medial and distal end of the locking tube showed no damages or anomalies. The stent was deployed and signs of deployment difficulty were noted. The locking tube was not removed, the pull cable detached from the outer, and the handle assembly was cracked open. The customer was able to provide a cd with cine images from the procedure. Screen shots were taken during analysis of the cd to give chronological account of the observed stent deployment difficulty. The cd showed 2 stents were deployed during the procedure. The first stent deployed with no apparent complications. The second stent deployed showed difficulties encountered. The first stent was seen to be deployed with no observed difficulty; however it was observed the stent showed signs of compression at the treatment area. Distal tantalum markers of the stent were noted. The second stent was seen to be deployed within the first stent (overlapping). The distal tantalum markers were noted on the second stent and the proximal tantalum markers were observed. The second stent was in the process of being deployed and then was halted outside of the first stent. The second stent showed the beginning of elongation of the stent struts. The second stent showed the stent continuing to be deployed with the struts of the stent showing elongation. The first and second stents were seen being dilated using a pta post-dilation: the proximal end of the second stent showed signs of elongation at the area of the tantalum markers; however elongation of the struts were noted distal to the proximal end of the stent. The remaining area of the treatment of the vessel was observed. No elongation or damages to the first stent were noted. Elongation of the medial area of the second stent was noted. If information is provided in the future, a supplemental report will be issued.